Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a during a patient hemodialysis (hd) treatment the ultrafiltration removal was high. Upon follow up with the facility administrator it was confirmed that the patients¿ blood was returned at the end of treatment and saline was used to restore lost fluids to the patient. Patient was able to finish treatment on the same machine with no harm, no adverse event, or required any medical interventions. The machine was removed from service and a fresenius regional equipment specialist (res) evaluated the machine. The uf problem identification procedure was performed and the machine passed. Per the res, no problems were found. The biomedical technician at the customer location stated the machine has been returned to service.

Event description:
The treatment records document that on (B)(6) 2018, the patient arrived for a scheduled four hour hd therapy with pre-treatment vitals: blood pressure 117/61 (sitting), 128/73 (standing), pulse 90 (regular), respirations 16, and temperature 96.0. Treatment was initiated at 1035 hours via left upper arteriovenous graft (avg) utilizing two #15 gauge needles with a target weight (approximate fluid removal goal) recorded 2.50 kg. Blood pressure at time of initiation is recorded as 65/29 and pulse 74 and it was documented that the patient received 250ml of saline at that time. The patient denied complaints and was alert. Treatment continued and at 1136 hours, the records show 630 uf rate and 312ml of fluid removed. The patient was administered 400ml of saline at 1153 hours and again denies any complaints. The uf was turned off at 1218 hours. At 1245 hours the patient is noted as feeling better and put on 2l oxygen via nasal cannula. It was never documented that the patient had any complaints prior to the statement about feeling better. Treatment was completed and ended at 1508 with 650ml total fluids given. No further medical intervention was given. The patient¿s post treatment vitals recorded bp 121/78 (sitting), bp 124/76 (standing), p 80, rr 16, t 96.8. The patient¿s post weight recorded 75.2 kg for a weight difference of -1.00kg.

Manufacturer narrative:
Additional information: patients codes. Plant investigation: the 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed. No system issues were identified during the on-site evaluation. Functional testing performed by the res confirmed that the unit was operating properly. No malfunction of the 2008t hd machine observed or identified during the on-site evaluation. Follow-up information was provided which confirmed that the 2008t hd machine was returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event. Clinical investigation: there is a temporal relationship between the patient event of saline administration and oxygen for high ultrafiltration (uf) removal and hemodialysis (hd) treatment on the fresenius 2008t machine. There is no documentation to show a causal relationship between the adverse event and the 2008t machine. Additionally, the machine was evaluated by a fresenius res and was found to have no issues and passed all testing. Based on available information, the cause of the high uf removal is unknown.